Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. On (B)(6) 2012: I-stat, result: 13:37, time: 0.12; I-stat, 13:49, 0.07; vista, unk, 0.26. Based on the information available, there was no injuries associated with this event.

Manufacturer narrative:
(B)(4).